Event description:
It was reported that while using bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin, an unspecified number of tubes exhibited clotting and hemolysis. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary. Bd had not received samples or photos for investigation. Thrombin strength (titer), draw volume, gel quantity, and gel movement testing met specification. Additionally, retention samples for the reported lot were functionally tested for clotting and hemolysis and all samples met specification. Complaints for sample quality are under statistical control for the month of september 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes clotting and hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin, an unspecified number of tubes exhibited clotting and hemolysis. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The manufacturing location for this product is sekisui. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.